Event description:
It was reported that the tip of the device broke during the procedure. The tip was retrieved.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: the inner blade got stuck and stopped spinning. They found the tip was torn and broken off. The probable root cause/s could be the blade coming in contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the device broke during the procedure. The tip was retrieved.